Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was slammed in car door and there was a crack on the battery compartment. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was also advised to put the insulin pump in storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display due to display anomaly. Device was also received with case cracked behind the device near the battery compartment and cracked battery tube threads.